Manufacturer narrative:
Customer reported that a pyxis medstation es unexpectedly stopped responding, preventing user access to medication. Customer reported that penicillin was the required medication. Patient reported in labor. Nurse was able to obtain the required medication at the end of the patient's procedure. Customer reported not being able to access medication for 90 minutes. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). The investigation process for this complaint has not concluded. A supplemental report will be submitted after the investigation is completed.

Event description:
Customer reported that a pyxis medstation es unexpectedly stopped responding, preventing user access to medication. Customer reported that penicillin was the required medication. Patient reported in labor. Nurse was able to obtain the required medication at the end of the patient's procedure. Customer reported not being able to access medication for 90 minutes. Patient or user harm was not reported.

Manufacturer narrative:
Corrected information in e2 & e3: initially the health professional was incorrectly updated as " no" and occupation was left blank. Now corrected into " yes" and occupation was changed to pharmacist. Corrected information in g3: initially the date received by manufacturer was incorrectly updated as 04-aug-2022 and now corrected into 09-jul-2022.

Event description:
Customer reported that a pyxis medstation es unexpectedly stopped responding, preventing user access to medication. Customer reported that penicillin was the required medication. Patient reported in labor. Nurse was able to obtain the required medication at the end of the patient's procedure. Customer reported not being able to access medication for 90 minutes.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-jul-2020 to 09-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpectedly stopped responding and was showing a blue screen. The technical support specialist suggested to re-image the station, but customer confirmed that they no longer seeing this issue. Case was closed as customer suggested. The system functioned as intended after the technical support specialist assessed the device.